Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and a char / coagulum was excessive issue occurred. When removing the qdot micro catheter, it was observed that there was char on the tip of the catheter. The customer is requesting that the catheter be evaluated. Ngen generator settings were q mode 50 watts to an index of 400 ¿ 450 and qmode + 90 watts for 4 seconds. The customer is requesting that both of their ngen pumps be evaluated for flow and is also requesting loaner units. Additional information was received on 15-mar-2024. The physician considered that the char / coagulum was excessive. It was unknown if the physician considered the amount observed caused a potential risk to this patient. But char and coagulum generation during left sided ablations is typically considered an obvious concern. The physician discovered. There were no errors noticed. Not aware of any issues related to temperature and flow on the catheter. All parameters were set to factory default except irrigation bag size (250ml -> 1000ml). The patient was anticoagulated. Target at or above 350 act. It was unknown if it was maintained throughout the case as the caller was not monitoring them. The staff monitors the act and is very experienced in that practice. Normal saline bags were used. One liter with 1000u heparin added. The only other saline used would have come from anesthesia. Would like servicing on the generator. Correct catheter settings were selected on the generator. Pump was switching from ¿low¿ to ¿high¿ flow during ablation as far as the caller could tell. It was unknown if the duration of the ablation used was greater than 60 seconds, but typically no as typically index guided. Additional information was received on 28-mar-2024. It was unknown if the patient exhibited any neurological symptoms since the procedure was completed. The biosense webster, inc. Field service engineers responded and observed cases but did not test as per the understanding of the caller as the reasoning was there were no errors being observed so system would have passed any tests that could have run in the field. Pumps were swapped with loaners and originals sent back. The event was originally considered non-reportable, however, bwi became aware of char / coagulum was excessive on (B)(6) 2024 and have reassessed the event as reportable. Therefore, the awareness date for this record is 15-mar-2024.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 24-apr-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter. When removing the qdot micro catheter, it was observed that there was char on the tip of the catheter. Additional information was received. The physician considered that the char / coagulum was excessive. It was unknown if the physician considered the amount observed caused a potential risk to this patient. But char and coagulum generation during left sided ablations is typically considered an obvious concern. The device evaluation was completed on 08-may-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature, impedance, and patency test of the returned device were performed in accordance with bwi procedures. According to pictures provided by the customer, char, thrombus, or clot was observed on the tip; however, during a visual analysis in the lab, no residues were observed. The temperature and impedance test was performed, and no issues were observed. A patency test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char, thrombus, or clot issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contains the following warnings and precautions: before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 50°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting the rf application char is a physical phenomenon of rf, it can be the normal result of the ablation process. In addition, the catheter used in conjunction with an rf generator is capable of delivering significant electrical power. Patient or operator injury can result from improper handling of the catheter and indifferent electrode, particularly when operating the catheter. If during ablation, the temperature does not rise, discontinue delivery of energy and check setup. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿coagulum¿ issue. Investigation findings: contamination of environment by device (c1503) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿char¿ issue. The lot number was retrieved during the product investigation. Therefore, processed the d4. Lot, d4. Expiration date, and h4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).